Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified lateral plantar artery. A 300 cm pt²¿ guide wire was advanced to the lesion. When the guide wire was removed, it was noted that the floppy end of the wire was broken as the artery was very calcified. The physician did not attempt to snare the tip as it shows not obstructing any blood flow in the angiogram. The tip was left inside the patient's body. The procedure was completed with a different device. No patient complication were reported and the patient status was stable.

Event description:
It was reported that guide wire tip detachment occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified lateral plantar artery. A 300cm pt²¿ guide wire was advanced to the lesion. When the guide wire was removed, it was noted that the floppy end of the wire was broken as the artery was very calcified. The physician did not attempt to snare the tip as it shows not obstructing any blood flow in the angiogram. The tip was left inside the patient's body. The procedure was completed with a different device. No patient complication were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has tip damage as part of overall visual revision. The device has its distal tip kinked and also presents a fracture on this same section, approximately at 298.5 cm from its proximal end. The dimensional inspection of the overall length and outer diameter (od) of the distal tip could not be performed because of the condition of the device. The distal tip was broken. The od of the middle of the device and proximal section were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).